Event description:
It was reported in 2007, a stenting procedure to treat intracranial atherosclerotic disease in the left cavernous intracranial artery under hde (humanitarian device exemption) designation. Pre-procedure stenosis was 90%. Predilation with a balloon catheter was performed, followed by implantation of the subject device (stent). "Residual stenosis remained 10%. No procedural complications reported". The site reported "...that the patient experienced a tia (transient ischemic attack) one day post-procedure. The patient underwent a cerebral angiography. Stent occlusion was noted. The patient then underwent a mechanical thrombolysis under angiography. The patient later died in 2006."

Manufacturer narrative:
Subject device placed without incident; however, one day post procedure, cerebral angiogram showed stent occlusion. Follow up requests for additional information have not been successful to date. The reported adverse event is documented in the device directions for use. Based on the information known at this time, boston scientific cannot conclusively determine the cause of the user's experience. No conclusion can be drawn. Because the device remains implanted, no evaluation will be performed.